Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. Troubleshooting was performed and found occlusion coming from the cartridge. Customer's blood glucose level was 224 mg/dl.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.